Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1110-02 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The device was charged fully from its hibernation under a proper charging method. It is most likely due to device orientation or charging technique. Therefore, the probable cause selected is no problem detected.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure.